Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "rupture". Healthcare professional later reported "12h 0.5cm sized oval smooth hypoechoic nodule, post shadow, c3". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b1, b5, b6, d4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h6. Device photo evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted and replaced.